Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer stated that the enlite sensor was inserted and the sensor was connected to the transmitter. However, the green light did not flash. The sensor was extracted from the patient's body and no electrode was found.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.